Event description:
A physician reported following the intraocular lens implantation shards of plastic in the eye comes from the cartridge, describes it as an adherent film that is on the optic often times can peel it off with aspiration and imperfections on back of lens optics were straight and linear in appearance. At times, one line was visible, and two or three lines were apparent with other occurrences. At times, the lines may involve the optic center, and/or the periphery of the iol with other occurrences. Additional information was requested and received.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).